Manufacturer narrative:
A completed questionnaire was received (B)(6) 2015. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The customer indicated the use of an approved cartridge with an unspecified handpiece. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated. Only one is qualified for this lens with the approved cartridge combinations. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient experienced undercorrection. There was a refractive surprise. The lens was exchanged. Additional information was requested.